Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-04516. Related manufacturer reference number 3006705815-2021-04517. Related manufacturer reference number 1627487-2021-16965. It was reported that patient experienced infection at the lead site. Reportedly, patient was treated with antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.